Event description:
Meter name: one touch profile. Strip name: lifescan. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: weak. A patient reported they were seen at the clinic. Their meter allegedly was inaccurately erratic. The result on their meter 135 (no units). The result on the clinic meter was unknown. The time difference between patient's meter and clinic meter was unknown. Treatment was unknown. No further information has been reported.